Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, tip of long bipolar grasper sparked inside the patient when touched by activated monopolar curved scissors. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and appeared intact with no visible damage. After the arcing event, no damage was observed. At the time of the event, the long bipolar instrument was not actively in use but was about to grasp tissue. Monopolar energy was activated during the incident using erbe with cut and coag set to 3. All energy cables were properly connected. The duration of instrument use prior to the event could not be recalled. The instrument tips were not in contact with tissue when the arcing occurred, and it¿s unknown whether the jaws were contaminated or immersed in liquid.

Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The instrument appeared to have a black spot, possibly thermal damage, on the outer surface of one bipolar yaw pulley. Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.